Event description:
The customer stated that the central monitoring system (cns) screen froze up and the customer power cycled the unit and had an hard disk drive raid error message. The customer has performed a software update per our tech support and when the system rebooted the same raid error. System is currently operational, but bringing unit in for service. MFR ref #8030229-2014-00136.